Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Root cause description: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided.

Event description:
It was reported that a damaged product was found with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "on (B)(6) 2020, when the nurse was preflushing the venous access for the patient before infusion by using flush, the flush was found to be broken by the nurse while opening the package, so the flush was replaced in time."